Event description:
Journal reference: anheim m, batir a, fraix v, et al. Improvement in parkinson disease by subthalamic nucleus stimulation based on electrode placement: effects of reimplantation. Arch neurol. 2008;65 (5): 612-616. The objective is to evaluate whether reimplantation of electrode in the stn can produce improvement in pts with poor results from surgery and with suspected electrode misplacement based on imaging findings. Reportable event: except for 1 pt, all pts demonstrated improvements for the primary and secondary outcomes. The left-sided therapeutic contact of the pt who showed no improvement following reimplantation remained 4.2mm from the tet. See mfg report 2182207200803751.